Manufacturer narrative:
Additional information in d4: UDI number, d10: product return. H3, h4, and h6: method, results, and conclusions. The returned driver was examined. The tip has fractured off, indicating that it is likely an off-axis force was applied to the device during usage. A review of manufacturing records did not identify any issues which may have contributed to this event.

Event description:
It was reported that the tip of a screw inserter broke during surgery. An alternative inserter was used to complete the procedure. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the tip of a screw inserter broke during surgery. An alternative inserter was used to complete the procedure. There were no reports of patient impacts associated with this event.